Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit did not switch to battery power when the site lost power during a case. The patient was manually ventilated while the ventilator was replaced. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vent control board, exhilation flow sensor board, flat flex cable, and exhilation flow interface board were replaced to resolve the issue.